Event description:
Per the clinic, the patient developed an abscess from an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.